Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy. Visual analysis: device photograph(s) for the device related to the reported event of pain, fever, seroma-late, anxiety-product/procedure, edema, inflammation/irritation, cardiac complication-ndr, depression-ndr, varied injuries-ndr, ischemia-ndr, autoimmune/connective tissue disorders-ndr, sensation increase/decrease, infection (late onset), lymphadenopathy, malposition, visibility/palpability reviewed on 11-mar-2023. Visual analysis of the photographs identified: pain: unable to confirm as it is a medical event not related to the device. Fever: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Cardiac complication-ndr: unable to confirm as it is a medical event not related to the device. Depression-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Ischemia-ndr: unable to confirm as it is a medical event not related to the device. Autoimmune/connective tissue disorders-ndr: unable to confirm as it is a medical event not related to the device. Sensation increase/decrease: unable to confirm as it is a medical event not related to the device. Infection (late onset): unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Malposition: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b5, b6, h6, h10.

Event description:
Healthcare professional later reported "they are generating edemas in patient¿s body" and "patient is concerned". Healthcare professional reported irritation and numbness. Device has been explanted

Event description:
Patient reported "tachycardia, depression, hair loss, pain, transient ischemia", "asia syndrome", and "pain in my left side, with fluid in the left hemithorax" via MRI and ultrasound, and "fever." Later, a healthcare professional reported "they are generating edemas in patient¿s body", "patient is concerned", and "irritation and numbness." The device remains implanted. The events of tachycardia, depression, hair loss, pain, transient ischemia, asia syndrome, they are generating edemas in patient¿s body, patient is concerned, irritation and numbness, were considered non device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma (fluid in the left hemithorax, fluid in the left side, and presence of collection towards the periprosthetic medial quadrants) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  seroma (fluid in the left hemithorax, fluid in the left side, and presence of collection towards the periprosthetic medial quadrants).

Event description:
Patient reported "tachycardia, depression, hair loss, pain, transient ischaemia", "asia syndrome", and "pain in my left side, with fluid in the left hemithorax, fever". Healthcare professional later reported "they are generating edemas in patient¿s body" and "patient is concerned". Healthcare professional reported irritation and numbness. Device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h10 a review of the device history record has been completed. No deviations or non-conformances noted.